Event description:
It was reported that the implantable pulse generator (ipg) programming caused the patient to experience ventricular tachycardia (vt) or supra ventricular tachycardia (svt). It was unable to be distinguished whether the patient experienced vt or svt. It was also noted that there were high thresholds on the right atrial (ra) lead. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.